Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization for an unspecified duration. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization for an unspecified duration. The cause of the pneumothorax and the procedure outcome are unknown. Intuitive surgical inc. (Isi) made several attempts to obtain additional information; however, there was no response received from the physician.

Manufacturer narrative:
On 15-apr-2022, the following additional information regarding the event was received from the physician: the lesion biopsied during the procedure was in the right middle lobe (rml) and 14 mm in size. The lesion was approximately 7 mm from the pleura. The pneumothorax was identified during a routine chest x-ray in the recovery room. Although the pneumothorax was moderate in size (20-30%), the patient remained asymptomatic. The patient was admitted to the hospital for two days. The physician confirmed that there was no malfunction of an ion product and does not believe that an ion product caused or contributed to the pneumothorax. The procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.